Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) for a clinical study reported an infection around the pocket side. Intervention included an explant of the entire system on (B)(6) 2019. The device was disposed of according to biohazard and resulted in an in-patient hospitalization. Other diagnostics included laboratory testing. The event was related to the device or therapy and not related to the implant procedure. The subject felt a small "ball" on the right lumbar and visited the doctor. The "ball" had grown. There had been no fever subjectively. They were given general illness with increased inflammatory parameters and infection over the course of the electrode and neurostimulator, but without signs of meninge, it was opted to drain the abscess and also remove the entire stimulator system. The event was resolved without sequelae on (B)(6) 2019.